Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported through the implant patient registry, approximately one year and 3 months post tavr procedure, the patient presented with worsening heart failure symptoms secondary to moderate-severe paravalvular leak (pvl) and the 29mm sapien 3 valve was explanted.

Manufacturer narrative:
Additional information provided by the hospital medical records confirmed the patient had moderate- severe pvl as confirmed by tee. The 29mm sapien 3 valve was explanted and replaced with a surgical aortic valve. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the exact cause of the worsening regurgitation is unknown, however could be related to cardiac remodeling. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.